Event description:
It was reported that during a low anterior resection the instrument could not be activated was with this handpiece. Changed to another device to complete surgery. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Batch #: v96c9t. Serial #: (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was received with the nose cone cracked. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive. The transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the handpiece mid-housing. It is possible that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Although the analysis was unable to determine the exact root cause that lead to a crack in the handpiece nose cone.